Event description:
The health professional indicated she closed the clamp on the fas5248 tubing. She then removed the spike from the vacutainer bottle, fluid sprayed all over her. Clamp does not seal tubing. She indicated the patient is positive for (B) (6). Customer did not save the fas5248 tubing set.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. Evaluation: conclusions: a follow up report will be sent when more information becomes available.